Event description:
A falsely elevated tacrolimus result was obtained on a patient sample. It is unknown if the result was reported to the physician. The sample was repeated on an alternate flex(r) reagent cartridge lot and a lower result was obtained. It is not known if the patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated tacrolimus result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated tacrolimus result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.